Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the guide wire was stuck at the tip of the puncture needle and could not be pulled forward or backward. The guide wire was not removed from the needle (based on the film). The product was replaced with same product ID and same lot on the day of the event. The procedure was completed. It was stated that they paid the hospital for the new set of consumables. No tools used and no excessive force required to remove the guide wire and puncture needle. There was no visual damage noted on the guide wire itself and the guide wire was still intact. No visible defect/damage noted with the needle. The guide wire and puncture needle used were the ones included in the kit. The dimension of the needle and the guide wire matched what was indicated on the label. Nothing unusual observed on the device prior to use. Flushing was done prior to use and the result was normal. No other products being utilized with the device. No other defects/damages found on the product. The catheter was not repaired. There was no leak. Tego was not utilized. There was no luer adapter issue. No cleaning agent used on the device. Routine disinfection was performed on the insertion prior to product placement. There was an unknown amount of blood loss. Blood transfusion was unnecessary. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection of the video noted the surgeon inserting and retracting the guide wire into the introducer needle. It was reported that the guide wire was unable to be withdrawn. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not pull guidewire back forcibly through any component. Doing so can lead to bends and kinks that make it difficult to retract the guidewire through other components. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.